Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the sensor. The customer stated the sensor alerted sensor end after four days of use. The customer also reported their sensor glucose and blood glucose readings were inaccurate. The customer reported their blood glucose was below 20 mg/dl. The customer treated their low with food. The customer declined to troubleshoot. Customer declined to return the insulin pump for analysis.